Manufacturer narrative:
UDI# - (B)(4). Implant date: implanted on an unknown date in 2003. Concomitant product(s): oxford medium meniscal bearing, catalog 154626, lot s596846; oxford size medium femoral, catalog 154601, lot s643472. Method: visual inspection. Visual inspection of the bearing also showed pitting and wear across the entire articulating surface and confirms the implant fracture. Evidence of loosening is clearly visible on the femoral component where burnishing and polishing is present on the cement surface. The tibial component appeared smooth but there was no evidence of burnishing. The smooth appearance of the cement may indicate that it had over cured prior to seating the components, however, this cannot be confirmed with the information provided. The loosening of the components could have occurred as a result of the bearing fracture and impingement or could have contributed to the fracture of be bearing. Without further information an root cause cannot be determined. This report is number 3 of 3 mdrs filed for the same event (reference 3002806535-2016-00863 / 3002806535-2017-00083 / 3002806535-2017-00084).

Event description:
Patient underwent a revision of a partial knee to a total knee due to mechanical failure approximately 13 years post implantation. The bearing was fractured and showed signs of impingement and both femoral and tibial components were loose and reportedly appeared undersized in preoperative x-rays.